Event description:
The airseal was not insufflating, and the message "overpressure" was alarming for both air seal tubings. The robotic and gyn coordinators were notified and the airseal rep was contacted with no call back per coordinator. No patient harm.